Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported "pulling air through the brown port when aspirating. Swan ganz catheter was in sheath and locked down with cath-gard." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "pulling air through the brown port when aspirating. Swan ganz catheter was in sheath and locked down with cath-gard." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one mac sheath for evaluation. Signs-of-use were observed on the catheter body and inside the extension lines. Visual inspection revealed the distal extension line was stretched/ballooned. The extension line clamp was located at the start of the deformation, and a crease was observed in that location. The location and appearance of the damage is consistent with the pinch clamp being engaged during pressurization of the extension line.the stretched portion of the extension line measured 18mm from the juncture hub. The distal extension line outer diameter (od) in a non-stretched area measured 4.76mm which is within the specifications per product drawing. The distal extension line inner diameter (ID) could not be accurately measured due to the damage. Functional inspection was performed per the instructions for use which states "flush and connect distal side port to appropriate line as necessary." The distal extension line was flushed using a lab inventory 10ml syringe. Water was observed exiting the distal end of the sheath. No leaks or blockages were observed. A device history record review was performed based on a potential lot number from sales history with no relevant findings. The distal extension line graphic was reviewed as part of this complaint investigation. The IFU provided with the kit informs the user, "precaution: to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen." The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line was partially stretched/ballooned. The location and appearance of the damage is consistent with the pinch clamp being engaged during pressurization of the extension line, causing the extension line to balloon/stretch. The catheter met all relevant dimensional requirements, and a device history record review based on a potential lot from sales history was performed with no relevant findings. Based on these circumstances, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.